Event description:
Pt reported on one of her cleo's item #(B)(4) defective, that catheter broke off in skin. Pt stated she could not recall lot number of cleo, checked in back only lot number back there was lot #77x190, exp: 12/09/2022; however, pt mixes her items from shipments, didn't really want to look through and all the lots she had. She just wanted it reported to MFR. No further info available; 9mmx42" set.